Event description:
Voluntary medwatch received states the patient presented to the emergency department (ed) with signs of sepsis. The patient was administered antibiotics and discharged home to assisted living facility. The patient again presented in ed in seventeen days with symptoms of sepsis. The patient was admitted to hospital and administered antibiotics to treat cardiogenic shock caused by sepsis, the patient deceased two days later. The hospital documents noted the patient had urinary tract infection. There is no known allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120229.